Event description:
The customer reported that she tried to take a bg reading with the pdm, but was unable to due to a communication error with the pod. Her bg levels had been high (314-420mg/dl) for the previous 12 hrs. After the communication error was received, the pod was deactivated. The pod will be returned for eval.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.